Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp). A surgery was performed and a leak was identified in one of the cylinder, resulting in fluid loss. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested, and examined using a microscope; no visual damage was observed. The cylinders passed the leak and pressure tests. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No damage was found during inspection. The ms pump was functionally tested and did not pass deflation testing. The identified pump deflation issue could lead to the malfunction of the devices. Product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp). A surgery was performed and a leak was identified in one of the cylinder, resulting in fluid loss. All components were removed and replaced. There were no patient complications.